Event description:
It was reported that the patient was implanted with their implantable neurostimulator (ins) and the leads were attempted to be placed on the same location as the trial but in the post anesthesia care unit (pacu) they stated that they did not feel the stimulation the same (as the trial). During the trial the patient had almost 100% relief for their headaches (original pain location was in the occipital region) and stated that they had good stimulation to the back of their head where their pain was concentrated. When the left lead component was turned on the patient only felt ¿pressure.¿ the right lead seemed to be placed correctly. Reprogramming was attempted for approximately 20 minutes by two different manufacturer¿s representatives in the pacu. The patient then noticed that the stimulation from the right lead also felt different specifically noted as it was stimulating their temple area. They stated that the left lead did not ¿stimulate at all¿ and just got a pressure feeling at the base of their skull. The patient thought the leads were not placed right and declined any further reprogramming attempts. A revision was then performed on march 20, 2015 where the existing leads were repositioned (no products were explanted). The stimulation was turned on in pacu and the patient stated that the stimulation ¿felt great.¿ the patient was happy with the results. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).